Manufacturer narrative:
A siemens cse was at the customer site. The cse replaced the lid hinges and adjusted tension on the hinge springs. The cse also verified the functionality of the reagent lids. The cause of the reagent lid hinges being too weak to hold the reagent lid open was a malfunction of the reagent lid hinges. This instrument is performing according to specifications. No further evaluation of the device is required. Siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.

Event description:
A siemens customer service engineer (cse) discovered that the lid hinges of a dimension exl 200 instrument were too weak to hold the reagent lid open. There are no known reports of injury due to this issue.